Manufacturer narrative:
Received one device. The reported problem of "wireless model showing error message" was not verified by visual inspection. Perform preventative maintenance as a preventative measure. Additionally, visual inspection found and replaced peeling downstream occlusion sensor. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a wireless model showing error message. There was no patient involvement.